Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the aware date, it was found no irregularities. Based on the past similar cases, it was known that the side flap was damaged and the stent moved into the bile duct due to the following mechanism. (1) the insertion tube was not inserted until the distal end of the insertion tube hit the endoscope. (2) the side flap was caught on the branch portion (k branch) of the endoscope, and the side flap was damaged. (3) the side flap was damaged, making it easier to enter the bile duct. The above device handling has warned in the instruction manual as follows. *during insertion of the drainage tube into the endoscope, use the protection sleeve. Otherwise, the drainage tube¿s side flaps may get stuck inside the instrument channel of the endoscope, possibly damaging the endoscope and/or instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. When placing the subject device inside the bile duct, the flaps broke and the subject device was migrated. The subject device was retrieved there was no patient injury reported. No further information was provided. This is the report regarding the migration of the device and the breakage of the flaps.